Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's daughter reported that the patient had open skin sores from the electrodes rubbing on the patient's skin. The patient reported using cortisone cream and gold bond lotion on the affected area. The final medical outcome of the irritation is unknown.